Event description:
On 21st jan 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1588rt, acl tightrope® rt, the white suture broke when retrieving the implant. This was detected during an anterior cruciate ligament reconstruction surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-1588rt. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.